Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd maxzero needleless connector disconnected without manipulation. The following information was provided by the initial reporter: the max zero connector is coming disconnected without manipulation from the luer lock on the end of lines.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the max zero connector is disconnecting from the luer lock. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 1 bd maxzero needleless connector disconnected without manipulation. The following information was provided by the initial reporter: the max zero connector is coming disconnected without manipulation from the luer lock on the end of lines.